Event description:
A facility reported that on (B)(6) 2024, a cerelink sensor (ID 826851) alarm failure occurred spontaneously during patient monitoring. No care activities being performed at time of alarm. Grounding electrocardiogram (ECG) lead changed with continued alarm. Different cerelink monitor with different sensor cable were attached to sensor with same failure message. Dressing to site removed and catheter/bolt appears to be securely in place. Therefore, the sensor was removed and replaced with new bolt. No additional information has been provided after several attempts. Clinical questionnaire: - monitor used and serial number: (B)(6). - sensor information a. Kit used: 826851 b. Serial number: (B)(6). D. Implant location: parenchyma - was the integra/codman icp monitor connected to a patient monitor: yes a. If yes, provide patient monitor make & model: philips - was the patient lead always connected: yes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826851) was returned for evaluation. Device history record (DHR) - the product code 826851 with lot 7261771, sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the catheter crimped 16.3, 20.5 and 22.6 cm from distal end. The icp express read 492; cerelink monitor acceptable. The output resistance was out of spec, balance was adjusted. The device failed the water pattern; off scale after 48 hours. Output of sensor was found to be no longer balanced. The issue of the complaint was not confirmed. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause for this issue reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.